Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to expected or random component failure without any design or manufacturing issue (i.e. Stress, degradation, etc.) Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation of the ultrasound gastrovideoscope, the adhesive was found missing from the distal forceps cover and screw. In addition, the adhesive around the distal end light guide lens has a pinhole. There was no patient involvement.